Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that during the pt's clinic visit, "low speed operation" alarms were noted with the pump speed ramping below the low speed limit setting. The pt was admitted for a (B)(6) study to rule inflow or outflow obstruction. Log files and waveforms were submitted to the MFR for analysis. The percutaneous lead was also evaluated and was found to be unremarkable. The pt remains admitted and on a heparin gtt awaiting an echocardiogram (echo) to be performed in order for the hospital to determine the next step for the pt's course of treatment.

Manufacturer narrative:
No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.